Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had a retro-auricular trauma, after which the impedances on all the electrode channels were in status high. The patient was having good hearing performance before the trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The patient was having intermittent high impedances since implantation. There were constantly 4-5 channels with high impedance at varying positions along the electrode. However, the patient was having good hearing performance before the trauma. The patient was explanted on (B)(6) 2015.